Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 310.284, lot 46p8633: manufacturing site: bettlach. Release to warehouse date: march 10, 2020. A manufacturing record evaluation was performed for the finished good lot and no non-conformances were identified. H3, h6: a photo investigation was completed: the device was not returned. A photo-investigation was performed on the provided images. Upon inspecting the images provided, it was observed the distal tip the complaint device was broken. The broken tip of the complaint device could have contributed to the device interaction issue. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection was not completed. Based on the date of manufacture, the current and manufactured revision of drawings were reviewed; no design issues or discrepancies were identified. The overall complaint can be confirmed during photo investigation the received images were consistent with the complaint condition. During the investigation, no product design issues, or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 during an unknown procedure, the 2.8mm drill bit was dull. There was no surgical delay. There was no patient consequence. The procedure was successfully completed. This report is for one (1) 2.8mm drill bit/qc/165mm. This is report 1 of 1 for (B)(4).